Event description:
It was reported that at a follow-up appointment, the physician noted high, out-of-range pacing impedance measurements (>2000 ohms) from both the right atrial (ra) and right ventricular (rv) leads. Additionally, there was over-sensed noise and increased capture threshold measurements. It was suspected that the ra and lv leads were fractured due to a potential subclavian crush. A complete system revision procedure is anticipated to resolve the event, but has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported. A request has been made to the field representative for details regarding the event resolution, and further information will be provided upon response.

Event description:
It was reported that at a follow-up appointment, the physician noted high, out-of-range pacing impedance measurements (>2000 ohms) from both the right atrial (ra) and right ventricular (rv) leads. Additionally, there was over-sensed noise and increased capture threshold measurements. It was suspected that the ra and lv leads were fractured due to a potential subclavian crush. A complete system revision procedure is anticipated to resolve the event, but has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported.